Event description:
A remstar auto device was returned to a third-party service center with no initial alleged complaint. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam inside the blower kit was replaced to address the issue. Additionally, the service technician also noted an error codes e053 (err_comp_log_sem_timeout) and e065 (err_stuck_encoder_a) and found contamination from dust. In addition, the device was scrapped by the service center after the evaluation was completed.